Event description:
It was reported that during a percutaneous peripheral intervention, balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified and moderately tortuous external iliac artery. A 7.0mm x 40mm, 75cm mustang balloon catheter was advanced to the target lesion for predilation. The balloon was inflated for a duration of 30 seconds but it ruptured at 14 atmospheres on the first inflation. The procedure was completed using another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).